Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported patient disconnect alarm failed. The unit alarmed disconnect and proximal line disconnect while patient was connected. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. Event date not specified, estimate used.

Manufacturer narrative:
Date received by manufacturer: 21jun2019. Date of report: 26jun2019. The manufacturer¿s technical services (ts) could not confirm the reported issue. The customer performed the pvt testing and no errors were found. The unit successfully passed the required performance verification test. There is not a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.